Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during introduction of the procedure. According to the complainant, during introduction, a foreign material was noted on the tip of the device. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual evaluation of the returned device found a foreign material on the tip of the snare loop. The reported complaint that a foreign material was found on the tip of the loop was confirmed. The review and analysis of all available information failed to indicate a root cause and is therefore, undeterminable. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during introduction of the procedure. According to the complainant, during introduction, a foreign material was noted on the tip of the device. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. Additional information received on january 15th, 2018 confirmed that the patient's condition at the conclusion of the procedure was reported to be good.